Event description:
A customer reported that the pump battery would not charge despite using different wall outlets, charging cables, and adaptors. It is unknown if there was any impact on the customer's blood glucose level, as no specific information was provided. Tandem technical support opted to replace the pump and instructed the customer to allow the battery to fully deplete before returning it. The customer was informed about the replacement process, including transport instructions and returning the faulty pump within ten days.